Manufacturer narrative:
H4: device manufacture date - the lot was manufactured from 04/06/2022 to 04/08/2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed which only showed a drug label placed on the device; no other images were shown in the photo. The reported condition could not be identified by the photograph. Due to the nature of the sample, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The issue was identified during patient infusion. The device was filled with doxorubicin (ebewe) 45mg etoposide (as phosphate) 240mg vincristine (dbl) 1.5mg in sodium chloride 0.9%. No kinks were observed in the lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.